Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) placement was a little high in his scrotum. The physician did a penoscrotal incision and took out the original pump that was working fine and put in a new pump and adjusted the length of the tubing to make it sit deeper in the scrotum. There were no patient complications reported.